Manufacturer narrative:
While troubleshooting the issue, it was observed that the cuvette wash dry nozzle appeared discolored and cuvettes were overflowing during cuvette wash. Service was dispatched to troubleshoot the issue. The abbott field service representative (fsr) cleaned the obstructed nozzle to address the issue. There were no additional falsely low results reported on (B)(4) after the nozzle was cleaned. The nozzle, dry part number 2-89271-03 was determined to be the likely cause for the overflowing cuvettes and the falsely low results. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent erratic or discrepant results have been reported. A review of complaint and trending data for the nozzle, dry identified no issues or trends. Device history records were reviewed for the likely cause part and no issues were identified. Tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The c systems erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was obtained.

Event description:
The customer reported falsely depressed architect calcium result for one patient sample on the architect c8000. The sample generated an initial result of 5.4 and 9.8 mg/dl. No impact to patient management was reported.